Event description:
It was reported that the patient presented during follow-up in clinic. Upon review, inappropriate automatic mode switch caused by right atrial (ra) lead noise oversensing was observed. The ra lead exhibited loss of cardiac pacing due to noise oversensing. The physician capped and replaced the lead on (B)(6) 2023. The patient was in stable condition throughout the procedure.